Event description:
The customer reported to customer service on (B)(6) 2015 that her breastshields for her pump in style advanced breast pump were causing her discomfort and that she had developed mastitis. Her doctor prescribed her an antibiotic.

Manufacturer narrative:
The customer was sent a set of 27mm breastshields along with 20mm contact nipple shields. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. Should additional info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis". Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.